Manufacturer narrative:
Good faith efforts were made to obtain additional information. The response received indicated the hospital had the equipment repaired by a third party, it was restored to normal use. However, the specific details of the repair are unclear. No additional information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Additional information was received which clarified there was no harm to the patient. The device was repaired and operating normally and the patient has since recovered from surgery.

Event description:
It was reported, near the end of a reduction and internal fixation of the right tibial plateau fracture with the patient under general anesthesia, the anesthesiologist noticed an abnormality in the end-of-breath carbon dioxide monitoring module on the monitor screen. The waveform that was originally stably displayed suddenly became disordered or stopped. The operation was completed. It was reported, no obvious abnormalities in the patient's vital signs were observed, but it brought an uncertain risk to the operation. This reported was submitted to nmpa as a serious injury. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. E1 reporting institution address:no. 3, (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.